Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is (B)(4), medwatch with (B)(6) is (B)(4).

Event description:
Caller states his meter (B)(4) read 30 mg/dl and 19 mg/dl and wife's meter (B)(4) read 87 mg/dl all within 10 minutes using his wife's blood. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.